Manufacturer narrative:
Conclusion and justification status: the complaint states plastic lock broken. No product was returned for investigation hence the complaint cannot be confirmed. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. The complaint shall be closed with an undetermined conclusion as no product was returned for analysis; it will be entered into the complaint database and monitored through trend analysis.

Event description:
Plastic lock broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.